Event description:
Healthcare professional reported left side intracapsular rupture and small cysts diagnosed via ultrasound and MRI, liquid content, and folds. The device has been explanted and replaced. The reported cysts have been deemed not related to the device.

Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.